Manufacturer narrative:
A direct correlation between the report of stroke and thrombus could not be determined through this evaluation. The instructions for use lists stroke and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event. Multiple attempts have been made to obtain additional information from the hospital regarding this event however, no additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The device remains implanted and the patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a head CT-scan performed on (B)(6) 2017 due to signs and symptoms of a stroke. The CT-scan findings showed a thrombus in right medial cerebral artery, thrombus in the basilar artery, and thrombus in the right vertebral artery. The patient remains bed bound, non-responsive, and non-verbal. Further information was requested but was not provided.